Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the implantable cardioverter defibrillator (ICD) the nurse and physician reported that the lead was very tight in the device header. The lead tested perfectly on the analyzer but when connected to the device no captured was noted. A new device was used and the lead tested fine. The device was not used and another device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.